Event description:
Customer reported receiving an expired message on her medisense optium meter and was not able to test her blood glucose. Customer reported experiencing symptoms of blurred vision, dry mouth, thirst and frequent urination. Customer also reported one episode of loss of consciousness while she was at church and ate sugar to counteract her symptoms. There was no report of reading at that time or third party medical intervention was required. Upon trouble shooting with the adc customer services, it was discovered the customer's meter was not calibrated properly. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.